Event description:
It was reported that the patient was revised for pain. During revision, metal debris was noted at the junction of the femoral head and kinectiv neck.

Manufacturer narrative:
This report will be amended when our investigation is complete.